Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: c154dwk, bi-ventricular defibrillator, implanted: (B)(6) 2007. Product ID: 5076-45, implantable pacing lead, (B)(6) 2007. Product ID: 419478, implantable pacing lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.